Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had the trial stim attached today and about 30 minutes ago the patient noted that the stim had changed locations. The patient was not sure if she could feel stim. The light was blinking on her control, she nudged the dial and noted the stim changed locations. Stim was on her pelvic floor; stim was now in her right buttock higher than her bicycle seat area. Trial was for interstim bladder. No falls/traumas/ or sudden/excessive bending/twisting was noted. It was also reported that stimulation was in the wrong location. Oab (overactive bladder) was noted. Patient was implanted with the trial. Vibration (stimulation) had changed, the location where the patient felt it (as of 1 hr ago). It was in the pelvic floor. Patient was now feeling it in the buttocks. The patient had done nothing but sit around. The patient was unable to quantify if there had been a change in therapy. The manufacturer's representative noted that the lead had migrated; they changed to other side. It was also reported that the trial patient started interstim trial yesterday (B)(6) 2013. Yesterday, one of the lead started to change / feeling different about 2-3 hrs after trial. The patient spoke with the representative about it and was told if she did not see improvement to switch to the left side today (B)(6) 2013. The patient did not see improvement and switched to left side this morning but when she turned stim on it felt like a pulsing on the surface of the skin on the left side. The patient was feeling stimulation but was not getting symptom relief. The patient had stim up to 10. A loss of therapeutic effect was noted. If additional information is received, a follow up report will be sent.